Manufacturer narrative:
Sample analysis: the device will not be returned for analysis. The root cause of this complaint cannot be determined.

Event description:
It was reported that during the deployment of an embolization coil resistance was encountered, upon removal, the coil prematurely detached in the vessel. An intravascular snare was used to retrieve the coil successfully. No harm was reported.